Event description:
It was reported that, doctor revised patient's knee to total stabilized prosthesis due to global instability from collateral ligament injury. The hospital was not able to obtain the catalog numbers and lot codes.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 71-4107r, lot # k01w412, description: scorpio ps femur waffle w/flit. Cat # 72-3-0712, lot # 71279201, description: scorpio; cat # 73-3508, lot # k179, description: scorpio u-dome patella.